Event description:
It was reported that the pt's hearing kept on being interrupted from 2003, until they could no longer hear at all. The external parts were exchanged but without any success. Telemetry measurements showed 'poor coupling to the implant'.